Manufacturer narrative:
Abutment failure could be reproduced by performing fatigue test, applying a load of 350n on more than (B)(4) cycles. The rupture is not observed with a load of 260n on more than 8 million cycles. In molar sector it is usually established that the endosseous dental implant systems must resist in fatigue at 200n threshold. Failure reported likely results from abnormal fatigue overload. As the implant was still functional the implant should not have been explanted. The practitioner has been informed that a broken abutment extraction kit to remove a broken abutment fragment inside the implant does exist to avoid removal of the implant. (B)(4).

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner analyzed that the internal thread of the implant was no longer functional. That is why, ultimately the practitioner decided to remove the implant. The implant has been placed in 36 position on (B)(6) 2016, and has been explanted on (B)(6) 2018.